Event description:
It was reported that the procedure was to treat an unspecified lesion. The tip of a 5.5x40mm supera was noted as broken. The stent was not implanted. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed MDR reports, the account confirmed that the issue occurred during device preparation with no patient involvement. Additionally, it was stated that the supera distal tip was pulled which caused the tip to separate into two pieces. Another supera was used to successfully complete the procedure.

Manufacturer narrative:
Device code 2017 - failure to follow steps / instructions. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. It should be noted that the supera instruction for use states: avoid unnecessary handling or rotation that may damage the delivery system. Based on the information provided, the tip separation was the result of user mishandling. It was reported that prior to use, the tip was inadvertently mistaken for a tip mandrel and pulled which caused the tip to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B6: relevant test/laboratory data. B7: other relevant history. H6: medical device problem code 1069 and health effect impact code 2199 were removed. Investigation conclusions code 4315 removed.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The tip of a 5.5x40mm supera was noted as broken. The stent was not implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. Based on the information provided, a cause for the tip damage could not be determined. It may be possible that the tip damage was the result of inadvertent mishandling prior to use or during preparation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.